Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0526, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that she was (B)(6) had pain and hysterectomy. No additional information was provided. Company causality comment: this non-medically confirmed and spontaneous case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) and presented pain. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, limited information was provided. It was only informed she presented pain and hysterectomy. Thus, considering event's nature and implied temporal relationship, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 10-sep-2015: ptc (product technical complaint) result was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) and presented pain. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, limited information was provided. It was only informed she presented pain and hysterectomy. Thus, considering event's nature and implied temporal relationship, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.